Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that they were initially unable to close the gantry for use in a case. They removed the imaging system and managed to close the gantry, but then were unable to open the gantry. No other information was available at the time of the call. Patient present at time of event.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found the inner lower gantry and 90-degree gantry covers broken and overlapping, causing the doors to not close properly. The rotor was out of position, preventing the system from homing correctly. Adjusted the covers and rotor to the correct positions so the system could operate until the replacement covers are received. Found ps1 5v reading low when reviewing the logs. Adjusted ps1 from an unsteady 4.79v to a steady 5.147v. Performed a system checkout according to asm guidelines. The system was returned to the customer as ready for clinical use with satisfactory results. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000503, product ID: bi71000159, product ID: bi71000626, product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.